Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose and a stroke on (B)(6) 2018 with unknown blood glucose levels at the time of the incident. The customer was doing yard work before the incident. The customer experienced symptoms such as nausea and trouble walking and talking. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed but the pump passed a self test and displacement test. The insulin pump will not be returned for analysis.